Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. A double pigtail was implanted inside the axios stent. During the per protocol stent removal procedure performed on (B)(6) 2021, it was noted that the stent migrated into the pseudocyst. The tract was dilated and the stent was removed using forceps. Reportedly, the patient's pseudocyst resolved at the time of the migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.